Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Humelock reversed. The first pose, indication of iterative dislocation. The patient always dislocated. Probably due to a neurological deficit. Change of humeral cup and glenosphere. Insertion of an eccentric glenosphere 40 and a stablility humeral cup.